Event description:
The account alleges that the device is experiencing unintentional movement of the knee section in the upward direction.

Manufacturer narrative:
The account did not want to purchase the components necessary to resolve the issue, so the tech replaced the new components with the original components. At the request of the account, no work was performed on this device. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.